Manufacturer narrative:
Visual inspection on the returned lens showed that the lens was not cut. The lens could be identified as multifocal because of the presence of rings on the optic surface. No optical deviations on the retuned lens could be found. The lens passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process. Based on the manufacturing record review and historical review no deviations were found during this investigation no deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's left eye after he was dissatisfied with the quality of his vision. To remove the iol, the original incision was enlarged from 2.4mm to 2.8 mm. No other surgical complications were noted.

Manufacturer narrative:
(B)(4) used for explant of intraocular lens, incision enlarged and patient not satisfied with vision. All pertinent information available to the manufacturer has been submitted.